Manufacturer narrative:
Concomitant medical products- mn10450-50a, drg lead and therapy dates- unknown when the leads migrated.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-03509. It was reported patient experienced loss of therapy couple of months ago due to lead migration. Patient¿s leads migrated from the right drg to the lead side of the epidural space. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with new leads. Additionally, the physician added one more lead to optimize coverage. Effective therapy was restored postoperatively.